Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a loss of consciousness while she was sleeping, she became unresponsive and she was take to the hospital. The spouse checked dexcom device, the cgm was reading 187 mg/dl and the blood glucose reading was 23 mg/dl. The patient was hospitalized as she needed to be monitored overnight, she was treated at the hospital with unspecified IV medication. The patient recovered after treatment and is stable, bg reading was 150 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.